Event description:
It was reported that the insertion site from the insertable cardiac monitor (icm) device became infected. Due to the infection, the patient received antibiotic treatment and underwent a surgical procedure to have the icm device explanted. A few months later, a new icm device was implanted in the patient. No additional adverse patient effects were reported. The icm device has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. It was concluded that infection is a known inherent risk of implanted devices.

Event description:
It was reported that the insertion site from the insertable cardiac monitor (icm) device became infected. Due to the infection, the patient received antibiotic treatment and underwent a surgical procedure to have the icm device explanted. A few months later, a new icm device was implanted in the patient. No additional adverse patient effects were reported. The icm device has been returned for analysis.